Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified sharp broken edge on posterior due to a surgical impact for the stress marks in the shell. A dimensional measurement of the shell was performed which identified the thickness within specification based on the device analysis the final assessment is: a sharp broken opening on posterior due to a surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.